Manufacturer narrative:
A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgery on an unknown date, the cable tensioner with pistol grip in the synthes cable set did not tighten. The teeth are worn out. It kept skipping threads. Every time the surgeon uses the item it takes up too much time to keep resetting it in order to get the proper results. There was a surgical delay of 15 minutes. Procedure outcome and patient status are unknown. Concomitant devices reported: unknown cable/wire (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) cable tensioner with pistol grip. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary service & repair evaluation. The customer reported the device was skipping threads during tightening. The repair technician reported that device required repair at the vendor. Preventative maintenance is the reason for repair. The cause of the issue is unknown. The device was sent to the vendor for repair on (B)(6) 2019. The vendor repaired the item per the vendor work instructions by lubricating the internal spring and shaft. The item passed synthes final inspection on (B)(6) 2019 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6:device history lot, part # 03.221.015, synthes lot # p145491, supplier lot # p145491, release to warehouse date: 22 mar 2013, supplier: (B)(4) , no ncr's were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.